Event description:
It was reported that the patient used the catheters 3-6 years ago and that the lubricant on the device was allegedly contaminated with e.coli causing the patient to need antibiotics to treat. The patient experienced a cut in the urethra.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be "sterile barrier breach" due to a potential root cause of " rough package abrades sterile barrier" causing contamination of the hydrophilic coating. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not required due to product code being unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient used the catheters 3-6 years ago and that the lubricant on the device was allegedly contaminated with e.coli causing the patient to need antibiotics to treat. The patient experienced a cut in the urethra.